Manufacturer narrative:
Product complaint # ==> (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon tried to final tighten sfx crosslink using torque limiting driver. When surgeon further tighten until 'tick' sound to be heard but the sound cannot be heard yet the tip of the driver broke apart and left inside the nut of crosslink. Surgeon has tried to change the shaft and attached with same torque limiting however it showed the same results - all tips of shaft broke apart. At the end, the surgeon decided to take out the rod and crosslink and replace new pieces as the tips left inside and doesn't allow to further tighten. Patient consequence? :yes. Patient consequence description: this is scoliosis patient and posterior spine fusion is very crucial. Failed to final tighten the crosslink might lead to failure in fusion rate as unable to uphold spine and will further compress the lung. This will endanger patient's life. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Manufacturer narrative:
Product complaint # (B)(4). Device was received at the investigation site. Investigation will be conducted. Follow up will be filed with the investigation results.

Manufacturer narrative:
Product complaint # (B)(4). Visual examination of the sfx torque handle (product code: (B)(4), lot number: gb64478) showed witness marks and discoloration on the instrument. No other defect or damage was seen on the device. The device was sent to torque testing. Based on the result of the test, the device did not meet the specification of the device as the torque wench was below the specification. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the under torqueing of the sfx torque handle cannot be positively determined. The torque wrench did not pass the torque test and was below the specification. The likely cause of this defect is wear and tear with constant usage over time. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.